Event description:
Event description guidant received info that this device part of a legal action and the pt passed away. Legal documents state that the pts device had been shocking her frequently in the days prior to her death.